Event description:
Medics were attempting to resuscitate a patient, and the device returned a "no shock advised" determination for a ventricular-fibrillation heart-rhythm. Medics attached the device using multi-function electrodes in semi-automatic operations and the patient was presenting a coarse ventricular-fibrillation heart-rhythm. The medics then initiated an analysis of the patient and the device correctly returned a "shock advised" determination. The medics then administered a 120 joule shock to the patient and converted the patient's heart-rhythm to asystole. The patient was re-analyzed and the device properly returned a "no shock advised" determination. The medics initiated a patient analysis and the device correctly returned a "shock advise" determination and the medics administered a 150 joule shock to the patient. The medics reanalyzed the patient and the device correctly returned a "shock advised" determination. The medics then administered a 200 joule shock to the patient. The medics then initiated a fourth analysis of the patient and the device returned a "no shock advised" determination for a fine ventricular-fibrillation heart rhythm. Several moments later the device issued a "check patient" message. The medics initiated an analysis of the patient and the device correctly returned a "shock advised" determination and the medics administered a 200 joule shock to the patient. The medics re-analyzed the patient and the device correctly returned a "shock advised" determination. The medics then administered a third 200 joule shock to the patient and converted the patient's heart-rhythm to asystole. The patient was re-analyzed and the device correctly returned a "no shock advised" determination. The medics then initiated another analysis of the patient and the device returned a "shock advised" determination for displayed ventricular-fibrillation heart-rhythm and the medics administered a fourth shock of 200 joules to the patient. At that time, a paramedic crew also responding to the call arrived on the scence and assumed treatment of the patient. The paramedics subsequently defibrillated the patient eight additional times with 200 joules. The patient was ultimately shocked a total of 14 times. There was no indication from the complainant of any adverse effect on the patient as a result of the reported malfunction.